Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-may-2023 h6: investigation summary one open 30g x 5mm safety pen needle sample along with a teardrop label and three photos were returned from lot. No. 2091879, cat. No. 329705. Visual examination was carried out on the returned sample and photos, and it was observed that the sample was activated, no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample/photos therefore no root cause can be identified.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm the cover was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the needle on pe was not covered with an outer cover before use.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm the cover was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the needle on pe was not covered with an outer cover before use.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.